Manufacturer narrative:
The customer reported there was water accumulation on the cell covers of the ultrasonic stirring mechanism. The customer wiped off the water and continued to inspect the c501 module, but the issue persisted. It was reported there was no water leakage in the cleaning mechanism, no overflow of water in the washing tank of the sample probe, and there was water entering the connection of each reaction vessel to the reaction disk. The field service engineer found the amount of water to clean the reaction cell was too high. He adjusted the amount of water to clean the reaction cells and checked the module. After service, he confirmed the issue did not recur. The investigation is ongoing.

Event description:
The initial reporter received questionable astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation and bun results for two patients tested on a cobas 6000 c501 module. The initial ast and bun results were not reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial ast result was 62 u/l, and the repeat result was 20 u/l. Patient 2's initial bun result was 41 mg/dl, and the repeat result was 14 mg/dl. The customer determined the repeat results were correct and the results were reported outside the laboratory. The ast reagent lot number and expiration date were requested but not provided. It was reported the bun reagent was not manufactured by roche. The manufacturer was requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.